Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 24-jul-2017. The most recent information was received on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of the device") and nephrolithiasis ("kidney stone") in a (B)(6) year-old female patient who had essure (batch no. C68118) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months 14 days after insertion of essure, the patient experienced nephrolithiasis (seriousness criterion hospitalization), migraine ("migraine every day"), weight decreased ("sudden rapid weight loss"), asthenia ("chronic asthenia") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced amenorrhoea ("no more menstrual periods"). In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, nephrolithiasis, weight decreased and asthenia outcome was unknown and the migraine, amenorrhoea and fatigue had resolved. The reporter provided no causality assessment for amenorrhoea, asthenia, fatigue, medical device removal, migraine, nephrolithiasis and weight decreased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 687 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-aug-2017: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 24-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of the device") and nephrolithiasis ("kidney stone") in a (B)(6) female patient who had essure (batch no. C68118) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months 14 days after insertion of essure, the patient experienced nephrolithiasis (seriousness criterion hospitalization), migraine ("migraine every day"), weight decreased ("sudden rapid weight loss"), asthenia ("chronic asthenia") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced amenorrhoea ("no more menstrual periods"). In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, nephrolithiasis, weight decreased and asthenia outcome was unknown and the migraine, amenorrhoea and fatigue had resolved. The reporter provided no causality assessment for amenorrhoea, asthenia, fatigue, medical device removal, migraine, nephrolithiasis and weight decreased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was (B)(6). The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 25-jul-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 680 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.